Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4) implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4) , ubd: 22-may-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 26-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was in a great deal of pain to the point where they thought something else went out in their back (the patient has degenerative disc disorder). The patient went to the hcp and they took an x-ray and noted the left lead had dropped about an inch. The patient stated that it started as a really sharp pain that stuck them like a needle whenever they took a step. The patient said that it has gotten worse to the point where it started hurting all day long. There was no falls or trauma associated with the event. The patient stated that they are having problems with their knees so they mostly sit all day. The patient wanted to be programmed per the hcp's request. The patient said the issue started about 6 weeks ago. The rep said the patient had an appointment on (B)(6) 2019 at 8 am. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that reprogramming resolved the issue. No further complications were reported.